Event description:
Our consultant in (B)(4) was contacted by a vns treating physician reporting that their handheld computer was not working. It was reported that the handheld was freezing and he could not complete the programming of patients. Our consultant went to the site and completed the software upgrade from version 7.1 to version 8.0 unfortunately, this did not resolve the problem. The consultant tried to program a patient using the same programmer but had the same issues. It was reported that the main problem is that when they tried to click on any icon, the handheld does not register, and therefore, does not move onto the next screen. Reported if you push the icon quite hard, it does register, however, continually doing this could cause damage to the screen. This only works on the first two screens and there comes a point where no matter what you do, the handheld does not register that an icon is being pressed. The 9v battery in the wand was changed and ruled out. Manufacturer is pending receipt of the handheld for analysis.